Event description:
It was reported that the nurse had changed over a patient to a new foley bag during the patient monitoring session in the sensica device. Nurse stated that once rehanging the bag, nurse noticed that the sensica device was not collecting data. Nurse stated that after a power cycle the data was recording accurately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. No sample was returned for evaluation. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The serial number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented this issue. The device was not returned.

Event description:
It was reported that the nurse had changed over a patient to a new foley bag during the patient monitoring session in the sensica device. Nurse stated that once rehanging the bag, nurse noticed that the sensica device was not collecting data. Nurse stated that after a power cycle the data was recording accurately.